Event description:
It was reported to boston scientific corporation that an advantage was implanted on (B)(6) 2016. The patient experienced complications and nonsurgical treatment. Patient symptoms include: back pain; vaginal pain; pelvic pain; groin pain; perineum pain; anal pain; rectal pain; thigh pain; painful intercourse. Nonsurgical treatments: on (B)(6) 2016 the patient commenced pain medication: panadol forte for: pain relief. Treatment duration: nearly 5 years. On (B)(6) 2016 the patient commenced other (please specify): osteopath for: treatment of pain. Treatment duration: nearly 5 years.

Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.